Event description:
It was reported while using bd insyte¿ autoguard¿ blood control the needle would not retract properly. There was no report of patient impact. The following information was provided by the initial reporter: the customer's report is as follows: after venipuncture, the hcp pressed the button to retract the needle; however, the safety mechanism didn't work.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 14-apr-2022. H6: investigation summary: our quality engineer inspected sample and photographs submitted for evaluation. Bd received one used 24g x 0.75in. Insyte autoguard bc pro unit from lot number 1172748. Additionally, six photos were received for investigation. The unit was returned with needle retracted. A gross visual inspection did not identify any damage to the components. Functional testing was performed by unretracting the needle and attempting retraction. Upon retraction the needle hub was stopped midway through retraction. The unit was microscopically inspected, and the button was found to be deformed. The deformity was causing the button to be misaligned and causing interference with the needle hub. The button was carefully removed from the grip for further inspection. The deformation seen on the button appeared as though the material at the corner of the button had been melted. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to assembly and molding as a potential origin of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ blood control the needle would not retract properly. There was no report of patient impact. The following information was provided by the initial reporter: the customer's report is as follows: after venipuncture, the hcp pressed the button to retract the needle; however, the safety mechanism didn't work.